Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510k: k013227. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant at tooth site #30 was removed due to infection, bone loss & fracture. Symptoms as a result of the event: abscess, pain

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the implant item number along with the applicable instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 30 (universal) and was used for approximately 22 days. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the associated subject lot numbers (1241607 & 1247890). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the associated lot numbers (1241607 & 1247890) for similar events and one (1) other complaint was identified for lot number 1241607 ((B)(6)). DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (tsvb11) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tsvb11) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction could not be verified and the reported events were non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. However, the implant was returned to zimmer biomet with multiple item/lot numbers combinations. It was not possible to match up the products with the appropriate complaint file. In this case the product returned reconciliation will remain as product received within the complaint record, and the DHR for all implants with lot numbers have been reviewed. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 30 (universal) and was used for approximately 22 days. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the associated subject lot numbers (1241607 & 1247890). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the associated lot numbers (1241607 & 1247890) for similar events and one (1) other complaint was identified for lot number 1241607 ((B)(4)). DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (tsvb11) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tsvb11) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction could not be verified and the reported events were non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. However, the implant was returned to zimmer biomet with multiple item/lot numbers combinations. It was not possible to match up the products with the appropriate complaint file. In this case the product returned reconciliation will remain as product received within the complaint record, and the DHR for all implants with lot numbers have been reviewed. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 30 (universal) and was used for approximately 22 days. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the associated subject lot numbers (1241607 & 1247890). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the associated lot numbers (1241607 & 1247890) for similar events and one (1) other complaint was identified for lot number 1241607 ((B)(4)). DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (tsvb11) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tsvb11) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. (B)(6) post market trending was reviewed and there were no actionable events or corrective actions for the reported events (implant fracture, infection, bone loss) or product (tsvb11). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction could not be verified and the reported events were non-verifiable.